Event description:
It was reported that during a ptca procedure, the physician engaged the guide catheter and advanced another MFR's wire to the circumflex. The guide disengaged and the physician repositioned and advanced another MFR's balloon catheter. As the balloon was advanced, the circumflex shut down. Physician attempted resuscitation, however, the pt subsequently expired. It appears the guide catheter positioning was not related to the incident.